Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The reported product is not expected to be returned as the device was reportedly discarded. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a "replace sensor" message with the freestyle libre sensor, on the day of application. The customer reported experiencing no symptoms, but had contact with a healthcare professional. The customer was treated with humalog (insulin lispro) injection. There was no report of death or permanent injury associated with this event.